Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. The patient underwent mesh revision on (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.